Manufacturer narrative:
Result of investigation: vyaire field service went onsite performed uvt (user verification test) and ovp (operator verification procedures) according to manufacturer specifications. The unit was calibrated and the unit was running on battery for 30 minutes no issue was found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator was experiencing a motor fault error code. There was no patient involvement associated with this event.